Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 620g or 640g (change based on pump model) insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. S.w version 4.11d. Retainer ring = black. Customer returned pump for an alleged low battery life or low battery alert and unexpected battery power loss or replace battery alert/replace battery now alarm found on (B)(6) 2021. The pump passed the self test, displacement test and active current measurement. However, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The loaded voltage (loaded vlith) and the unloaded voltage (unloaded vlith) display at the power graph management tool shows abnormal behavior. No alarms or alerts noted during the testing. However, low battery alert was recorded and found in the formatted history file on: (B)(6) 2021: 06:12:12.000; (B)(6) 2021: 07:14:00.000; (B)(6) 2021: 07:27:00.000; (B)(6) 2021: 20:38:00.000; (B)(6) 2021: 01:26:00.000; (B)(6) 2021: 12:12:00.000. Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2021: 15:46:54.000; (B)(6) 2021: 16:48:03.000; (B)(6) 2021: 07:31:18.000; (B)(6) 2021: 20:55:01.000; (B)(6) 2021: 10:07:53.000; (B)(6) 2021: 20:26:54.000 and replace battery alert was recorded and found in the formatted history file on: (B)(6) 2021: 15:43:00.000; (B)(6) 2021: 16:45:00.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The original pcba1 was installed in a test pcba2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The original pcba2 was installed in a test pcba1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had a high sleep current measurement, problem isolated on the pcba1. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer was noted during testing. The following were also noted during visual inspection: a stained keypad overlay, a pillowing keypad overlay, a scratched case and a serial number label fading. A cracked retainer was confirmed. Low battery life or low battery alert and unexpected battery power loss or replace battery alert/replace battery now alarm was confirmed. Low battery life or low battery alert and unexpected battery power loss or replace battery alert/replace battery now alarm, problem isolated on the pcba1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The information received by medtronic indicated that the insulin pump received replace battery alert and low battery alert. No harm requiring medical intervention was reported. Troubleshooting was performed successfully however, the customer will continue the use of device.